Manufacturer narrative:
See MDR 1920664-2007-01507 for the delivery device used with intraocular lens.

Event description:
The lens stuck in the delivery device during the insertion in the pt's eye. Another lens was used to complete the procedure.